Event description:
It was reported that the 6600 system locked up and had a clogged air filter. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The air filter was cleaned during the svc call. The system was tested, and found to be working as intended, and put back into svc.